Manufacturer narrative:
Updated fields: b4, d4-UDI number, d9, g1-contact person at mfg site, g3, g6, h2, h3, h6-(type of investigation, investigation findings, investigation conclusion) and h11. It was reported that during use the cardiosave intra-aortic balloon pump (iabp) had temperature alarm. Patient involved and no harm reported. Nurse stated the pump had been removed from the unit. No other information was available. In future if we receive any repair information will reopen and update the investigation.

Event description:
N/a

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported by the customer that while in use, cardiosave intra-aortic balloon pump (iabp) had a temp alarm. There was no patient harm or injury reported.